Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and over sensing with isometrics. On (B)(6) 2013, the same anomaly was noted, the lead was reprogrammed.